Event description:
Treatment of a left cavernous unruptured saccular aneurysm measuring 23mm x 6mm. During the pipeline deployment, it was reported that the pipeline was kinked in the middle and angioplasty with a hyperform balloon was required to achieve full wall apposition (an option presented in the instructions for use). No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).